Event description:
The customer reported getting a recurrent system failure message.

Manufacturer narrative:
The customer reported getting a recurrent system failure message. The unit was evaluated at philips, and the symptoms was verified. Replacing the control printed circuit assembly resolved the issue.